Manufacturer narrative:
Investigation summary: material #: 365017. Lot/batch #: 1040898. Bd had not received samples, but two (2) photos were provided for investigation. The first photo shows a damaged/cracked hemogard closure as a crack can be seen on the side of the hemogard closure. The second photo shows the additive on the inside of the tube and this is the normal appearance of the spray coat pattern. No other foreign matter can be seen in the photo of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of damaged/cracked hemogard closure; however, unconfirmed for dirt/additive abnormality inside the tube as the spray coat pattern is normal in appearance. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® urinalysis preservative urine tube was cracked and contained foreign matter. The following information was provided by the initial reporter: "pir3004395 - broken tube cap. Pir3004396 - the tube seems to be dirty from the inside".